Event description:
Boston scientific received information that, during the implant procedure, this pacemaker (pm) displayed high out of range (oor) pacing impedance measurements, and high pacing threshold measurements. The decision was made to program the threshold to 6.5 volts, and a revision procedure of the old biotronik leads will be performed in the near future.

Event description:
Subsequently, information was received that no additional information could be obtained.

Manufacturer narrative:
This pm remains in service. At this time there is no additional information. Should additional information become available this report will be updated.